Manufacturer narrative:
The device was not returned for evaluation. Manufacturing and inspection records could not be reviewed as the batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported during a hammer nail surgery, the tip of the drill bit broke off inside of patient while drilling the distal tip hole. It was reported the drill bit tip fragment was moved to a position that would not cause harm and was left in the patient. The remainder of drill bit was discarded by the hospital and therefore, not available for return. This issue prolonged the surgery by 5 minutes. No other adverse patient consequences were reported.